Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study it was reported that a stroke occurred post procedure. In (B)(6) 2015, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device and delivery system and watchman access system were used. The closure device was implanted. There were no recaptures performed during the procedure and the device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2016, the patient experienced a left frontal gyrus stroke. The stroke was treated with medication given/regimen adjustment. The patient also entered a rehabilitation program. The patient was discharged 26 days later and the event is noted it be resolved.